Event description:
On (B)(6) 2013, the reporter contacted animas and stated that blood glucose (bg) values had been running between 250-300 mg/dl for the last five days. The patient¿s bg values normally range from 150-180 mg/dl. Reportedly, the patient changed the cartridge, tubing and site several days ago and was still running higher than normal bgs. A review of the bolus history showed completed boluses as well as basals with no alarms. The reported bg values do not meet the criteria for a serious injury. This complaint is being reported based on the indication that the pump may have contributed to the bg elevation. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, the pump¿s black box was reviewed and showed that the data and histories for the date of the event had been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, the delivery accuracy test was performed and the pump was found to be delivering accurately. The pump performed boluses accurately and was successfully exercised for 24 hours with no issues. The complaint of an inaccurate delivery issue was not able to be duplicated during the investigation. No defect was found relative to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).